Manufacturer narrative:
This glidelight was evaluated and no defects were found that could have contributed to the event.

Event description:
Lead management case to remove a non-functional lead and to upgrade to a bi-v upgrade. Physician prepped the lead with an lld ez and began using the 16fr glidelight to extract the lead. Approx. 45 minutes into the extraction of the lead the patient¿s blood pressure began to drop. An epicardial incision was done and preparations were made to open the chest while CPR was initiated. Once the chest was open repair of a tear in the svc/atrial junction began along with perfusion efforts and internal defibrillation, however bleeding continued and rescue efforts were unsuccessful. The patient expired and per the hospital protocol and coroner, an autopsy will not by performed.